Event description:
It was reported that this non-boston scientific implantable lead was explanted due to an unknown reason, the lead remained implanted for three months. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).